Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified a device with opening. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced with non allergan devices.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced with non allergan devices.